Event description:
The device had to be explanted after approximately 8 years, because it was not functional, probably due to protein concretion.

Manufacturer narrative:
Upon completion of the investigation, a f-u report will be filed.